Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050555, k051689, k053241, k060214, k060217, k060218, k060218, k060493, k082538, k082852, k082913, k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix¿ pmic/ID-106 a patient isolate was misidentified as strep uberis on its initial testing, it then identified as enterococcus faecalis when retested. The expected result was enterococcus faecalis. No health impact or consequence reported.

Event description:
It was reported when using the bd phoenix¿ pmic/ID-106 a patient isolate was misidentified as strep uberis on its initial testing, it then identified as enterococcus faecalis when retested. The expected result was enterococcus faecalis. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification when using phoenix panel pmic/ID-106 (catalog number 448606) batch unknown. The customer noted misidentifications of enterococcus faecalis as streptococcus uberis when using pmic/ID-106. The customer did not provide panel returns, isolate returns, phoenix generated lab reports or binary files for the investigation. Since a batch number was not provided, functional testing with retention samples could not be performed as part of the investigation. Therefore, this complaint is unable to be confirmed for a panel performance issue. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no current trends were identified associated with this defect.